Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced rash in his pelvic area. It was further reported that the device stopped working after less than a year of it was being implanted. After reading the notes, it appears to patient service specialist as if a suprapubic tube was to be placed. The patient service specialist recommended the patient to contact another doctor for second opinion. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.